Manufacturer narrative:
Reference record (B)(4). Catalog number is the us list number. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection and a buried bumper are a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced redness, hardness, and infection to peg insertion site. The patient was treated with unknown oral antibiotics for six to ten days. No improvement or further deterioration noted after antibiotic intervention. On (B)(6) 2020 the patient experienced bleeding at peg site which stop spontaneously without intervention. On (B)(6) 2020 it was reported that the patient continues to have stoma site infection. During the hospital visit, a buried bumper was identified. The patient is scheduled for a peg tube replacement.